Event description:
It was reported that when the device was used during an unknown procedure, the staples did not form. The procedure was finished with another devie and there was no reported pt consequence.